Event description:
Patient reported experiencing elevated blood glucose (480 mg/dl). Patient indicated that the piston rod was worn and believed the device was under-delivering insulin. Patient indicated that he switched to the backup device and his blood glucose levels returned to normal.